Event description:
The surgeon reported that during the first post-operative visit, she saw 2 refracting particles on the pt's iris. There was no significant inflammatory reaction. The surgeon suspects the phaco tip or I/a tip may have contributed to the event. Additional info received from the surgeon stated she examined the pt and the particles are white and look like talc. The particles do not seem to be metallic. There is no inflammation or tyndall. The particle size has not changed since last week. The particles are on the iris and not moving. The surgeon stated no intracameral injection was performed. The surgeon did not see the particles intra-operatively, only on day one post-operative. The surgeon now suspects the inner coating from the injector cartridge. The particles seem to be inert. The surgeon has not removed the particles.

Manufacturer narrative:
No samples were received for eval. No lot info was provided to perform a device history record review. The root cause of the pt event cannot be determined in this investigation. No sample or lot info was provided. The complaint report indicates the particulate is white in color. The phaco tips and I/a tips are made out of titanium and this would not be the source of white particulate. (B) (4). (B) (4). (B) (4).